Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate and deflate the balloon of the catheter during pretest.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter attached to a cut portion of the inlet tubing and the blue protective sleeve were received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This met specifications, as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The balloon deflated in 1:20. Active length of the catheter balloon was measured (0.6875") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The balloon was dissected in order to measure the tip to center of the inflation notch distance. This measured to be 1.2920" which was found to be within specification (1.29" +/- 0.01"). Although the reported event was unconfirmed, the most likely potential root cause may be inadequate pressure on the machine to punch. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that it was difficult to inflate and deflate the balloon of the catheter during pretest.